Event description:
Boston scientific received information that during a routine device replacement procedure, this lead was surgically abandoned due to pacing impedance measurements greater than 2,000 ohms. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.